Manufacturer narrative:
The device was returned for analysis. The retuned device analysis did not confirm the reported unintended movement issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a conclusive cause for the reported unintended movement could not be determined in this incident. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed to establish final arm angle. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was implanted. To further reduce mr, a second clip was advanced, however, when performing the final arm angle test (efaa), the clip opened. The clip was then unlocked, reopened to 60 degrees, re-clocked and retested. The clip opened again during efaa. The clip was not implanted and was replaced. Mr was reduced to 2. There was no adverse patient effect or a clinically significant delay in the procedure. The patient tolerated the procedure well. No additional information was provided.